Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump screen was scratched up and white different colored lines. The customer's blood glucose value was unknown. Customer's family states that daughter was hospitalized due to accident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass. Unable to confirm missing segments/partial display and unexpected battery power loss due to blank display.